Manufacturer narrative:
Manufacturing review: DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards the problem described. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing the cannula failed to lock into place with the device housing. Therefore, the investigation is confirmed for cannula failure to prime. Upon disassembly it was noted that the right bumper was bent within the device housing. The investigation will remain inconclusive for the alleged self-activation, as no self-activation was identified and functional testing was not completed due to the identified failure. The identified bent right bumper possibly contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that prior to an ultrasound-guided kidney biopsy, in normal tissue, the device allegedly self-activated. It was further reported that the procedure was completed with another device and no coaxial was used. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that prior to an ultrasound-guided kidney biopsy, in normal tissue, the device allegedly self-activated. It was further reported that the procedure was completed with another device and no coaxial was used. There was no patient contact.